Event description:
It was reported that the patient presented for a device check. Several episodes of non-sustained over-sensing due to far p wave over-sensing were noted on the device. Programming changes were made to address the over-sensing. Chest x-ray was also performed but the results are unknown. There were no adverse health consequences, the patient was stable and will continue to be monitored.